Manufacturer narrative:
(B)(4). Approximate age of device - 25 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered a hemorrhagic stroke and was admitted to the hospital. The patient is being was kept in the intensive care unit (ICU) under observation and was not exhibiting any neurological deficits. No additional information was provided.